Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 107 mg/dl. The customer stated the reservoir was used and the leak is in the reservoir compartment. The customer stated that there is no cracks/split in the barrel. The customer stated it leaks inside the chamber. The customer was advised we would like to return reservoir and transfer guard. The customer threw transfer guard away. The customer was advised the we will send 2 reservoirs.